Event description:
Ref importer report (B)(4).

Manufacturer narrative:
Document review: mpact two holes acetabular shell 56, code 01.32.156dh - lot 132048 ((B)(4) shells produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Mpact hc pe acetabular liner, code 01.32.3648hct - lot 130418 ((B)(4) liner produced) - k103721: all parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Mpact two holes acetabular shell 58, code 01.32.158dh - lot 132193 ((B)(4) shells produced) - k132879: all parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Mpact hc pe acetabular liner, code 01.32.3648hct - lot 121154 ((B)(4) liners produced) - k103721: all parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related.